Event description:
It was reported that (1) 512sd was used during a lap appendectomy procedure. It was reported by the rep that the 512sd trocar was inserted into abdomen of pt. The safety shield clearly did not engage. The surgeon removed obturator and left cannula in body cavity. It is unknown how the case was complicated. There was no visceral injury or consequence to pt.